Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient previously had a device explanted; that event was determined to reportable on a quarterly alternative summary report (asr). Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided by the health care provider. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death and implant duration remain unknown.